Event description:
It was reported that the pump touchscreen was unresponsive and after customer pressed harder, touchscreen cracked. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.